Event description:
The customer's family member called with questions on how to use the device. Family member had the device second hand from a deceased family member. Family member stated customer died from diabetes. Upon further info, the caller reported customer used the device at 4:19am and obtained a result of 93mg/dl. Around 1-2:00 pm customer was walking to work and had a pain in their arm. A lady at the restaurant where customer worked gave them two aspirins. Customer collapsed and emts were called. Customer died and the emts checked customer's glucose on their equipment and the level was 600+mg/dl. Controls were not used on the system. Customer was not on medications. The device was replaced and requested to be returned for eval. No other info is available.